Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, upon the nurse starting to peel the bag open so noted that the packaging didn't feel secure. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The complaint indicated that the packaging didn't feel secure when the nurse started to peel it open. The package was returned open and a handwritten note was on the lid. The package was visually examined and it was noted that the area where the package was opened did have seal adhesive transfer around entire flange on the blister indicating that the package had been completely sealed prior to being opened. The package was peeled open on the rest of the package to verify seal. Sealed package felt normal and secure. It cannot be determined at what point the package was opened. Complaint event could not be verified. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.